Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was 30 years old. This product was used for the metacarpal. The bone particle was small, so the surgeon selected 1.5 mm. It was broken during the insert of the screw. Reportedly, the surgeon stated that there may have been too much power. The broken shafts and heads of the screw were retrieved from the patient. No parts remained in the patients body. This is 3 of 3 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports that the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation showed no irregularities. The surface of the broken screw was analyzed. The cross-sections are homogenous what indicates material conformity to the specification as well. We suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage of the head during insertion. Based on the fact that the screw got manufactured in february 2013 we are able to provide you with a credit note in terms of fair dealing. In conclusion this complaint disposition results are invalid.